Event description:
It was reported that high ventricular impedance, > 2000 ohms unipolar, was seen during the one-month follow up. There was ventricular sensing, but no capture. The lead was disconnected and checked through a psa, and the impedance was then acceptable, 946 ohms. Despite this, it was decided to explant and replace the device. No patient complications have been reported as a result of this event.